Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was found unconscious by their husband. The cgm device displayed a sensor error at that moment, and an ambulance was called. When a fingerstick was taken by the paramedics the value of the blood glucose reading was not displayed. The patient was brought to the hospital and when a fingerstick was taken there the blood glucose reading was 41 mg/dl. The patient was treated with intravenous fluids containing sugar. No further treatment was reported to be needed and after 4 days the patient was discharged. The patient felt ¿somewhat better¿ at the time of discharged and it was understood that the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.